Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer's blood glucose was unknown at the time of the incident. The customer indicated that the insulin was stored at room temperature. The customer was instructed to disconnect at the quick release. The customer was unable to remove the air bubbles due to not having a plunger and was instructed to change the set. The reservoir will be returned for analysis.

Manufacturer narrative:
Analysis evaluated 9 opened/used reservoirs. Perform pre-fill reservoir (B)(4). No air bubbles were observed during analysis. The o-rings was checked for defects and none was found. The reservoirs connected and locked in place properly. The conclusion: no air bubbles.